Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 the patient had an exploratory endoscopy for "control of gastritis¿ prior to the start of duodopa treatment. A bezoar was visualized at the tip of the internal catheter. Permeable and functioning catheter. Asymptomatic patient. On (B)(6) 2021 it was reported the patient had the internal catheter replaced. A bezoar and a knot were visualized in the distal area of the tube. Tube patency maintained at all times. Replacement occurred without difficulties.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Bezoar is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.